Event description:
It was reported that pump housing around usb port was damaged, causing bent or compromised pins and affecting ability to charge, with no shutdown alarms or clear cause beyond normal wear. There was no reported impact to the customer¿s blood glucose level. Customer continued using current pump as backup therapy while technical support arranged replacement, confirmed shipping details, instructed customer to place damaged pump in storage mode and return it within specified time using prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.